Manufacturer narrative:
Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.4 inr, qc 2: 3.4 inr. The results alleged by the customer were observed in the meter¿s patient result memory, but the dates were incorrectly reported. The meter memory report displayed a result of 1.8 inr on (B)(6) 2019 and 4.0 inr on (B)(6) 2019. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2019 at 5:30 am, the customer got a result of 4.0 inr on their meter. On (B)(6) 2019 at 11:00 am, the customer got a result of 2.9 inr from the hospital laboratory. The customer's therapeutic range is 2.0 - 3.0 inr. The meter result was reported to the customer's doctor. The laboratory result was deemed correct. The customer's meter has not been cleaned before.